Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder continued to power off randomly. They used another recorder to complete the procedure. There was no patient and user harm and a repeat procedure was necessary.